Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject syringe was returned for evaluation. Continuity testing confirmed an intermittent condition with the proximal electrode circuit. Further testing confirmed the intermittent condition to be between the proximal lead wire and the proximal electrode. The distal electrode circuit was found to have no open or intermittent conditions. The balloon inflated clear and concentric and did not leak. Visual examinations were performed with the unaided eyes. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.